Event description:
A malfunction was reported on the customer's pump, indicated by multiple occurrences of a specific malfunction code, but no notable events happened before this malfunction. The customer's blood glucose level did not exceed 500 mg/dl, suggesting no significant impact. Technical support decided to replace the pump with an updated version and provided instructions on returning the faulty pump and setting it to storage mode. The customer was also informed about available training resources and acknowledged all guidance provided.